Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during training in AED mode on a doll, the shock failed and the device showed a red x and began to chirp. Opcheck then failed for pads/paddles ECG, leads ECG, and the qcpr meter as the device would not recognize cables. There was no reported patient involvement.

Manufacturer narrative:
The bench technician replaced the processor pca, therapy pca, therapy connector, power supply, and power pca to resolve the issue.

Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was verified during lab tests. Chip resistor r129 was open. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.